Event description:
It was reported by service report that there was no power to the footboard due to obstructions stuck in the footboard connector. This caused bed exit and scale to be unavailable. The bed indicated that it needed to be charged due to the batteries for the battery back up being drained. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.